Event description:
It was reported in a shoulder clinical study that during an initial standard reverse right total shoulder replacement procedure the surgeon appreciated a vascular injury to the patient's axillary artery. This was addressed with a conjoined tendon takedown, proximal-distal dissection, and assistance from vascular surgery to apply a graft to the axillary artery. The patient outcome was reported as resolved during the procedure. No additional information is available.

Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm: (B)(6); 320-42-00 - 145-deg pe 42mm hum liner +0: (B)(6); 320-10-00 - equi rev tray adapter plate tray +0: (B)(6); 320-06-42 - glenosphere 42mm: (B)(6); 320-15-04 - rs glen pl r post aug, 8 deg, right: (B)(6); 320-15-05 - eq rev locking screw: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.